Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running with the safety on was duplicated. Based on the investigation details, the likely cause was a corroded motor, press plug, rotor, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run with the safety on during a surgical procedure. The case was completed successfully without delay. There were no adverse consequences reported as a result of this event.